Event description:
Account alleged that the lh upper pivot weld was broken. Siderail was hanging. No injuries.

Manufacturer narrative:
Account replaced the rail to resolve the problem. The weld was defective.